Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the metal portion of the metal on metal hip liner becoming dislodged from the polyethylene portion. The metal liner and the head had then worn through the remaining poly. The first surgery was 10 or more years ago and no records could be located with the information given. The lot on implant was difficult to read.